Event description:
It was reported that while using bd phoenix¿ automated microbiology system a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " quality control was performed using a standard strain, but the susceptibility results varied only for (B)(4), and the same phenomenon occurred even if the panel lot changed. (Plan b contract: (B)(6) 2020/(B)(6)2021 / (B)(6) /2030)".

Manufacturer narrative:
H6: investigation summary: a failure was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6)). The customer reported that the quality control was performed using a standard strain, but the susceptibility results varied only for (B)(4) and the same phenomenon occurred even if the panel lot changed. A bd field service engineer (fse) was dispatched and replaced (pn# 440945 - board pc visible source driver 16x spare) and adjusted the optical system. The instrument was deemed functional and handed over to the customer for use. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for px2228 is not needed due to the age of the instrument. Service history for px2228 was reviewed and revealed no previous complaints related to the instrument connection. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " quality control was performed using a standard strain, but the susceptibility results varied only for ID-86, and the same phenomenon occurred even if the panel lot changed. (Plan b contract: 2020/10 / 01-2021 / 09/30)"